Event description:
It was reported that the device was explanted due to unknown reason.

Manufacturer narrative:
The returned superion indirect decompression system was analyzed, passed all tests performed, and exhibited normal device characteristics. The investigation concluded that the reported event was not confirmed through device analysis. Therefore, a probable cause cannot be determined as no problem has been detected.

Event description:
It was reported that the device was explanted due to unknown reason.